Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was potential right atrial (ra) lead undersensing noted and one day later there was an alert for low right ventricular (rv) lead tip to coil impedance. The rv and ra leads both remain in use. No patient complications have been reported as a result of this event.